Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The battery compartment was cracked above the bumper at the threads. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 06/02/2017.